Manufacturer narrative:
Based on the information provided, no conclusion can be made. Hernia recurrence and adhesion formation are known inherent risks of surgery/use of the device. These patient postoperative conditions are listed in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. The contact has not alleged that the patient¿s postoperative complications following the 2022 repair to be associated with the mesh used to treat the patient. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 191 units released for distribution in april, 2013. Not returned - remains implanted.

Event description:
Per patient medical records provided: (B)(6) 2013 ¿ patient underwent repair of an umbilical hernia and was implanted with a ventralex st mesh. (B)(6) 2022 ¿ patient was diagnosed with a hernia recurrence and underwent repair. Per medical op-notes ¿with these three trocars I was able to visualize the hernia. It had the omentum stuck to the hernia. I noticed a previous mesh (ventralex st) that had healed in the preperitoneal space. I noted the hernia was right through it and it was completely adherent to it. At this point, I created a flap starting laterally towards me and I stayed just above the previous mesh so that I can avoid getting into the previous mesh. I dissected medially; I was able to visualize the location where the hernia was taken through. I noticed also with a palpation where the actual hernia defect the patient was feeling. At this point, I dissected all the way past the midline until I identified the location on the hernia sac. Once I cleared it completely, I proceeded to close the defect just above the umbilicus using 3-0 vicryl in a v-loc suture in a continuous fashion. Once completed, the defect was approximately 2 cm. I slid a 5 x 5 cm mesh (non-bard mesh) to be able to attach it against the hernia defect. Once completed, I proceeded to close the peritoneal defect using 3-0 vicryl v-loc suture in a continuous fashion.¿ contact alleges following the 2022 procedure the patient had postoperative complications with the anesthesia and has been diagnosed with an enlarged heart, for which he is being treated.